Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune problem"), tooth fracture ("her teeth start breaking"), gingival disorder ("gum problems"), dental caries ("decaying"), teeth brittle ("brittle teeth") and restless legs syndrome ("restless leg"). The patient was treated with surgery (device taken out). At the time of the report, the allergy to metals, autoimmune disorder, tooth fracture, gingival disorder, dental caries, teeth brittle and restless legs syndrome outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dental caries, gingival disorder, restless legs syndrome, teeth brittle and tooth fracture to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was described in patient¿s social media: teeth brittle and restless legs syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: restless leg. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune problem"), tooth fracture ("her teeth start breaking"), gingival disorder ("gum problems"), dental caries ("decaying"), teeth brittle ("brittle teeth") and restless legs syndrome ("restless leg"). The patient was treated with surgery (device taken out). Essure was removed in 2016. At the time of the report, the allergy to metals, autoimmune disorder, tooth fracture, gingival disorder, dental caries, teeth brittle and restless legs syndrome outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dental caries, gingival disorder, restless legs syndrome, teeth brittle and tooth fracture to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was described in patient¿s social media: teeth brittle and restless legs syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune problem"), tooth fracture ("her teeth start breaking"), gingival disorder ("gum problems"), dental caries ("decaying") and teeth brittle ("brittle teeth"). The patient was treated with surgery (device taken out). At the time of the report, the allergy to metals, autoimmune disorder, tooth fracture, gingival disorder, dental caries and teeth brittle outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dental caries, gingival disorder, teeth brittle and tooth fracture to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one was described in patient¿s social media: teeth brittle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.